Event description:
During extracorporeal circulation, the flow sensor did not display blood flow readings as expected. There was no pt injury as a consequence of this event.

Manufacturer narrative:
No consequences, or impact to pt. Sensor problems. Evaluation in progress, but not concluded.